Event description:
Pt admitted 3/24/97 recurrent syncopal episode, slurred speech. Chronic renal failure, on hemodialysis since 3/15/97. Catheter not functioning well during dialysis - question if sticking up against wall or possbily thrombosis. Catheter replaced in surgery on 3/25/97. Catheter had been in right subclavian, now replaced in right internal jugular.